Event description:
The representative reported that upon locating and gently pulling the lead end cap and leads out of the pocket for stage two, both leads were damaged. The number 3 was crooked and somewhat separated. The hcp stated the lead tip damage noted was from the protective boot component during placement; the patient will require a second cranial surgery to replace the lead. Additional information has been requested. A follow-up report will be sent if additional information is received.